Manufacturer narrative:
Consumer's product return and data code information provided have been sent for evaluation and investigation. We await the results.

Event description:
Received a report from a consumer indicating she experienced discomfort while wearing a tampon. She removed the tampon and a portion of the pledget remained inside of her. She removed the remaining portion without incident. No injury reported.